Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, button error and priming anomaly. The customer's blood glucose reading was 400 mg/dl. The customer treated with a bolus. The customer's current blood glucose was 109 mg/dl. The customer was not able to rewind the pump or put the reservoir in. The customer stated that the down arrow did not move. The customer mentioned that the infusion set tubing is long so the pump would fall and hit the floor. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had unresponsive down button due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify back light anomaly or any alarms due to unresponsive button. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.